Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the distal end plastic had a dent and the bending section rubber glue at the insertion tube and plastic distal end cover had a crack. The light guide lens had peeling on the cement. There were excessive black dots on the image and the electrical connector had corrosion. The angulation was low and the control knob had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera gastrointestinal videoscope had poor image quality. The issue was found during a procedure. Inspection and testing of the returned device found that the there was debris on the lens. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the objective lens could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and no additional facility device reprocessing was reported or available, however, the issue was likely the result of insufficient cleaning/reprocessing. The event can be detected by following the instructions for use section below: 3.3 inspection of the endoscope olympus will continue to monitor field performance for this device.